Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20042. It was reported the patient experienced uncomfortable stimulation with his pns leads (off-label). In turn, the patient had not used the pns stimulation for about two years . Subsequently, the pns leads were explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.